Event description:
It was reported that following an unrelated surgical procedure, the ipg became unable to communicate with external devices. Troubleshooting has been unable to resolve the issue. It is unknown whether the device was placed into surgery mode. Surgical intervention may be undertaken at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
B1: correction: product problem should not have been clicked. H6: correction: health effect: clinical code should be 4582: no clinical signs, symptoms, or conditions rather than 2388: inadequate pain relief and 1924: failure of implant. Health effect: impact code should be 2199: no health consequences or impact rather than 4611: absence of treatment. Medical device problem code should be 3189: no apparent adverse event rather than 3283 - wireless communication problem.

Event description:
Additional information was received that the ipg met normal longevity prior to any unrelated surgical procedure and was not in the service app state.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.